Event description:
Customer reported that she inserted a sensor and she bled profusely and had to removed it. Tried inserting a new one but serter did not shoot the sensor; customer noticed the sensor got stuck in the serter. Blood glucose level 67 mg/dl. Nothing further reported.

Manufacturer narrative:
Evaluated one opened and used enlite-serter. Performed insertion test. The enlite-serter passed per specification. Enlite-serter connected and released properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.